Event description:
It was reported the patient¿s stimulation had helped on and off with their bowel incontinence. The patient had a sudden return of bowel incontinence. The patient would have no sphincter control and diet modification did not resolve the issue. The patient had no warning sensation. The patient switched programs to see if that would help. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va080t6, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer. (B)(4).